Event description:
It was reported that during implant, after the physician successfully canulated the coronary sinus (cs), he used the cps duo stylet and guidewire to try to position the ventric- ular lead. During this time, the guidewire tip separated. The physician pulled the lead, stylet and guidewire back, but the distal part of the guidewire remained in the cs. A competitive product was used to remove the separated guidewire and there were no further issues.

Manufacturer narrative:
Final analysis found multiple bends and kinks on the stylet. The guidewire was broken at 192.2 cm from the proximal end. The broken end was not returned. The damage found is consistent with that occurring at the time of implant.